Manufacturer narrative:
(B) (4). The lead and 2 anchors have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The device is included in the medical device safety alert, titan anchor field action, physician communication (oct 27, 2009).

Event description:
The pt felt uncomfortable neurostimulation in his upper back and flank. He was seen in clinic. Reprogramming failed to resolve the problem. An x-ray revealed that both leads had migrated. The leads were revised. When the leads and anchors were visualized, the surgeon determined that both titan anchors had failed. The inner titanium part had separated from the silicone. The anchoring sutures were intact. One of the leads was repositioned and re-anchored. The other lead was damaged during the dissection and was replaced. Post operatively the pt was getting good stimulation to his affected areas, both legs and feet.